Event description:
It was reported that during the implant procedure it was impossible to push the guidewire out of the tip of the implantable pacing lead (ipl). The ipl was exchanged for another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. (B)(4).